Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported for about 2 weeks now she's been getting up 4-5 times/night, her symptoms have returned and she's tired in the day from not getting any sleep. Patient reported seeing a doctor on the screen, this was confirmed to be a por message. Emails was sent to rep for assistance. No further patient complications are anticipated or expected as a result of this event.